Event description:
Additional information received reported there was no friction or other difficulty during delivery or positioning of the pipeline. The device was not positioned in a vessel bend.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a tyvek plastic bio-pouch; within a plastic bio-pouch; within an opened pipeline flex shield and phenome 27 outer cartons and inner pouches; and within a dispenser coil. ¿ visual inspection/damage location details: the pipeline flex shield pusher was returned partially outside the phenome 27 catheter. In addition, hypotube and pads deployed from distal tip of phenom catheter. The pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were returned within phenom 27 catheter. No damages were found with the tip coil, dps sleeves, re-sheathing pad or with the proximal bumper. The hypotube was found to be stretched. No bend or kink were observed on the pushwire. The distal end of the pipeline flex shield braid appeared to be not fully opened due to damage braid. The proximal end of the pipeline flex shield braid was found to be fully opened and moderately frayed. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom catheter were measured to be within specifications. For further examination, the pipeline flex shield was pushed out from the catheter without any issues. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure to open at distal as the distal end of pipeline flex shield appeared to be not fully opened due to damaged braid. In addition, the pipeline flex shield device was confirmed to have pushwire damage as the pushwire was found to be separated proximal to the dps sleeves. Per the sem result features observed indicate the wire failed via torsional overload. It is likely that the patient tortuous anatomy may have contributed to this event. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally and was damaged. The patient was undergoing treatment for an amorphous, unruptured aneurysm located in the communicating segment of the right internal carotid artery. The max diameter was 8mm, and the neck diameter was 6mm. The patient's vessel tortuosity was moderate. The landing zone was 4mm distal and 4.7mm proximal. The access vessel was the right internal carotid, which was 4.7mm in diameter. Dual antiplatelet treatment (clopidogrel and acetylsalicylic acid) were administered for more than a week. It was reported that the pipeline failed to open distally, and upon reaching the point of no return, the pipeline was also closed. Despite different maneuvers, the device could still not be opened. The pipeline was removed with the microcatheter. When checking on the work table, damage to the mesh and wire were observed. The device was replaced, and the patient did not experience any injury, complications, or extended hospitalization. Angiographic results post procedure were said to be satisfactory. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a cordis 8fr sheath, navien guide catheter, phenom 27 microcatheter, and traxcess .014 guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.